Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that after announcing breakfast with a blood glucose (bg) of 80 mg/dl, bg dropped to 40 mg/dl and was treated with oral carbohydrate. Later that morning bg rose to 367 mg/dl while at work. The user disconnected from the ilet and used multiple daily injections (mdis) until returning home. The event resolved after resuming therapy with no lasting effects.